Event description:
It was reported that, this pacemaker exhibited muscle noise oversensing on the non boston scientific right atrial (ra) lead. The non boston scientific right ventricular (rv) lead also exhibited noisy signals from muscle. A spring contact was suspected due to the impedance trend. No out of range measurements were exhibited. This pacemaker remains in service. No adverse patient effects were reported.